Event description:
It was reported that a vns patient underwent generator replacement surgery due to end of service. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis verified the battery voltage to be depleted. Furthermore, an electrical test revealed an out of specification condition on which the supply current was over the limit. Bench analysis determined that q10 had leaky current and was the root cause of the failure. After the q10 was replaced with a known good bench component, a subsequent post burn-in electrical test was successfully completed and test specifications were met. The out-of-limit supply current could potentially be a contributing factor to the end-of-service condition; however, results of the battery life calculation indicate that the end-of-service condition was expected event.